Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device had failed hardware, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 4.1 d6 had a read and write error. A field service engineer (fse) reseated the pyxisbus and ribbon cable connection, rebooted the system, released and unloaded d6 during recovery, reinserted the pocket via the storage location, and reloaded the medications. Additionally, slot a3 was found to not lock the pocket in place during the hardware test application (hta) test. The solution implemented was to replace the cubie, tray. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device had failed hardware, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.